Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned and therefore is not available for a physical evaluation. However, there are some possible root causes that were observed from similar complaints and that might have contributed in the reported failure. When a plate is assembled with the loader the user must ensure that the loading tool is parallel to the jaw. The plate can be damaged (bent) during assembly if the loading tool is inserted at an angle. If the tabs of the plate are bent up, it could reduce the amount of plate engagement within the pocket of the top jaw, compromises the plate¿s retention capabilities of the device. Moreover, if the plate tabs are bent excessively, they will stick up out of the top jaw, and increase the profile of the device. If the plate sticks above the profile of the device, it will make contact with the cannula dam, contributing in the detaching of the plate. Due to the disassembly occurring in the cannula, while the device is being removed, it is likely that the user may not see the plate come off. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed (B)(4) dissimilar complaints for this lot of devices that were released to distribution. The possibilities mentioned previously and user technique, could have contributed in the reported failure. At this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that the autocapture plate dislodged into the patient. The surgeon did not realize this had happened until noticed by another sales rep after the procedure was completed. The surgeon confirmed the device was in the patient with x-rays. The device was left in the patient and a revision has been planned for (B)(6) 2014 to retrieve the loader.

Event description:
The sales rep reported that during a shoulder repair that the autocapture plate dislodged into the patient. The surgeon did not realize this had happened until noticed by another sales rep after the procedure was completed. The surgeon confirmed the device was in the patient with x-rays. The device was left in the patient and a revision has been planned for (B)(6) 2014 to retrieve the loader.